Manufacturer narrative:
Issue resolved at time of call to medtronic representative. On 09/07/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was approximately 10 millimeters. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. No specific measurement, or direction, of the alleged inaccuracy was provided. At first accuracy of the imaging system and the navigation system were deemed not normal. Registration using the probe was repeated, however, the issue remained. Operation for the reference frame was checked, and other probe(s) were used without resolution. When images were taken once again using the imaging system, the frame was changed to cranial optical from wire. The accuracy was back to normal afterward and the procedure was continued. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the reference frame was initially misplaced. The medtronic representative reported the frame was misplaced about 2mm to 3 mm. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must re-register."